Manufacturer narrative:
The device has been received. Initial inspection of the handpiece indicates that the reported overheating was confirmed. The one-minute pre-repair temperature test results are as follows: 147.4 degrees f at the nose, 106.3 degrees f at the middle, and 81.8 degrees f at the rear. The front bearings are corroded and the cable is knotted and worn.

Event description:
It was reported that the device was overheating prior to use. There was no patient impact.